Event description:
The customer reported to welch allyn tech support that their acuity central station had crashed and could not reboot. The system indicated that it could not find a necessary directory to reboot the acuity application and the system just sat there with a blinking cursor. Tech support could not get the unit to boot either, so they arranged a loaner system to be sent to the customer until the unit could be evaluated and repaired. The customer lost centralized monitoring until the loaner system arrived and the customer installed it. The customer indicated that there were probably pts connected to the system at the time of the reported failure, but that he was unable to provide any pt info.

Manufacturer narrative:
The acuity device is an installed centralized monitoring system that utilizes a sun ultra 10 central processing unit (cpu). The device receives, analyzes, and displays pt vital signs data from multiple bedside multifunctional pt monitoring device through either wireless or wired connection. The customer called in and requested help from welch allyn tech support in restoring their acuity system. They explained that the system had locked up. He had attempted to reboot it, but the system could not get pass the console login screen. Tech support confirmed the reported system crash and failure to reboot. Tech support was able to restore operation on he crashed system, but the system had already been down for approx 24 hrs by the time the customer called tech support. The customer requested to return the unit for evaluation and repair as needed. Tech support arranged a loaner system and the customer sent the unit back for evaluation. Factory service found that extensive file system corruption. This typically occurs when a user pulls power from the system without proper shutdown one or more times, which can result in file location pointers being corrupted, which results in files needed to operate the system becoming unavailable. Factory service reloaded the software to restore the file system structure, tested, and returned the unit to the customer. Even though centralized monitoring was lost during the time that the system was down, pt vital signs monitoring continued at bedside with the local bedside pt monitor for any pts that had been connected to the system. There were no pts harmed in any way as a result of the event. By event here and in the codes in block h6 of form 3500 we mean the loss of centralized monitoring.